Event description:
New information noted a new instance of noise reversion. Device reprogramming was performed. The patient was in good condition.

Event description:
It was reported that review of the remote merlin.net transmission, revealed multiple noise reversion episodes. No patient symptoms were reported and the device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.